Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6), 2023, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio test strips are sticking together. The complaint was classified based on the customer care agent (cca) documentation of the initial call. The patient reported that the alleged issue started on (B)(6), 2023, when she got a meter kit and a box of test strips. The patient indicated that at first, she disregarded the fact that the test strips were stuck together but after a couple of days it started affecting how she would normally test. The patient manages her diabetes with novolog and lantus insulin based on sliding scale (novalog (depending on her blood sugar) 3 units in the morning, 3 units at lunch, 5 to 6 units depending on her dinner, lantus 5 units at 9 pm depending on low or high blood sugar). The patient stated that she continued taking her usual medication in response to the alleged issue. On (B)(6), 2023, at 2:57 pm the patient started feeling ¿funky¿ and ¿it was hard for her to talk¿. The patient claimed that due to the issue, she feels insecure as she is not able to test her blood sugar and the patient mentioned that she fears dying in her sleep. The patient denied that she received any medical treatment due to the alleged issue. The patient indicated during the call with lfs that she would just wait and would not take medication due to how she was feeling. During troubleshooting, the cca established that the test strips were not being used for the first time and the cca confirmed that the test strips were sticking due to static. However, the issue remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged strip issue began.